Event description:
A system error (se) 2240 (air in set) alarm was identified in the log of a returned homechoice device by a baxter technician. The se occurred on (B)(6) 2011 at 08:09. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore, the device was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4).